Event description:
It was reported that during a da vinci-assisted thoracic pulmonary lobectomy surgical procedure, intuitive surgical inc. Representative reported to technical service engineer (tse) that the customer stated that "two instruments broke off." The only information they were able to provide to him was that the instruments were a tip-up fenestrated grasper and cadiere forceps instruments. Tse viewed system logs but did not find any errors on any of the universal surgical manipulators (usm). The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: representative stated that the cadiere instrument had a broken cable. No fragments fell inside the patient and no patient injury. The tip up fenestrated instrument jaw would not straighten and therefore the instrument was removed out of the patient with the cannula. No fragments fell inside the patient and no patient injury resulted due to this.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the tip-up fenestrated grasper instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.